Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced a blank display screen and received an unexpected restart error alarm when battery was changed. Customer's blood glucose was 200 mg/dl and 488 mg/dl. Customer treated with manual injection and attempted to change site. When site was changed, customer noticed that insulin leaked into the reservoir compartment due to o-ring moving. After troubleshooting, customer was advised that insulin pump would need to be replaced.